Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device would not charge. There was no patient involvement.

Manufacturer narrative:
Correction: annex b: b21. Annex c: c21. Annex d: d16. Additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer?, annex b: b01. Annex c: c16. Annex d: d03. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: field technician stated issue of ¿power cord not charging" was confirmed. Internal inspection revealed loose prongs on the ac power filter. The loose connection between the fuses and ac filter resulted in no output voltage to the pcu device. Thereby confirming a faulty ac power filter to be the root cause. On 18-dec-2024, pcu device was received unboxed and with paperwork. External inspection confirmed the reported issue. Internal investigation revealed a faulty ac power filter. Device to be returned to san diego repair center for normal processing. Recommend bd san diego repair center to replace faulty ac power filter. Failure investigation report attached to qn in sap. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device would not charge. There was no patient involvement.